Manufacturer narrative:
This report is submitted on march 01, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient had reportedly not been wearing the device for many years. Subsequently a decision was made to explant the device. The patient's device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.